Manufacturer narrative:
Device received with cracked case (battery tube) and cracked battery tube threads, however unit received with no damage on reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reservoir retainer ring locked in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was 108 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the reservoir compartment had damaged. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.